Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.5-p001. Cloud - operating system n5004l-am-q-mv01602-06-01.06. Cloud - hardware n5004l. Cloud - cgm sensor type l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported the controller received an "internal memory storage issue " error message and the patient was instructed to do a power cycle. The patient received another message displaying "14/29." Patient was instructed to press and hold the power on/off and the volume up button until the controller vibrated (perform this 3 times). The patient attempted this 5 times with no success and was still stuck on "14/29." The battery was noted to be at 15% charge. The patient was unable to activate a new pod because the controller was no longer working. The patient was no longer comfortable using the controller and a replacement controller was sent. The patient's blood glucose levels rose to 30.2 mmol/l (543.6 mg/dl) and ketones were at 4.5 mmol/l. Patient went to forth valley royal hospital. The patient was placed on a drip for treatment. The patient was released from the emergency room after 3 hours.